Event description:
The customer reported that while in pt use the nebulizer on this ventilator had a loud noise and black stuff is coming out. The ventilator was removed from the pt and the pt was placed on another ventilator, no pt harm.

Manufacturer narrative:
The carefusion tech will evaluate the alleged failed part if it is returned to the MFR.